Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old female patient contacted zoll customer support to report that she was developing skin irritation underneath her left breast. The irritation was bleeding. There is no indication that the patient required medical intervention. The clinical outcome of the irritation and bleeding is unknown. The patient continued to use the lifevest.